Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that the tubing of an opt970 optiflow + tracheostomy interface broke near the connector during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The opt970 optiflow + tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow + tracheostomy direct connection interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the provided photograph revealed that the tubing was detached from the swivel connector. It was also observed that the tubing was stretched at the connector and manifold end. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the the reported fault was caused by the tubing of the opt970 optiflow + tracheostomy direct connection interface being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interface would have met the specification at the time of production. Our user instructions that accompany the opt970 optiflow + tracheostomy direct connection interface states: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. The lanyard is designed to minimize the loading and movement to the tracheostomy tube. Secure the lanyard properly to avoid accidental decannulation or airway damage. To ensure loading and movement on tracheostomy tube is kept to a minimum make sure the lanyard is secured properly. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt970 optiflow + tracheostomy direct connection interface broke near the connector during use. There were no reported patient consequences.